Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a functional test due an error code related to the backlight in the display failing. Evt_ui_backlight_fail means the backlight is blank in any state other than ¿off¿. Therapy will still be provided based on current settings, but will not be able to modify the settings. The display board was replaced to address the issue.